Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the impossibility to move away the robot arm was due to the a software anomaly that occurs when the end effector is in contact with a surface while the robot is in fast cooperative mode. The robot was restarted and a collision was triggered due to the remaining contact. It was restarted a second time but the user managed to free the robot arm by removing the drill adaptor. The surgery was resumed without any further issue.

Event description:
At approximately 10:51 am est, a shutdown error occurred. A collision was detected, and it appeared that during the clearance procedure after bolt implantation, the drill adaptor was stuck on the bolt. Device was shutdown, and restarted. Upon restart, a collision was still detected, and shutdown was again performed. Upon second restart, collision was detected again. Surgeon removed drill adaptor, and device was again restarted. Robot was able to be cleared, the zimmer biomet field service engineer drove back to bolt to confirm that no shift had occurred. Procedure completed successfully, delay of 12 minutes, no known issues with patient. Seeg surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
At approximately 10:51 am est, a shutdown error occurred. A collision was detected, and it appeared that during the clearance procedure after bolt implantation, the drill adaptor was stuck on the bolt. Device was shutdown, and restarted. Upon restart, a collision was still detected, and shutdown was again performed. Upon second restart, collision was detected again. Surgeon removed drill adaptor, and device was again restarted. Robot was able to be cleared, the zimmer biomet field service engineer drove back to bolt to confirm that no shift had occurred. Procedure completed successfully, delay of 12 minutes, no known issues with patient. Seeg surgery.